Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device - 6 months. The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported on (B)(6) 2019 that upon c. Diff workup blood cultures were obtained and result came back positive. The source caused possibly by abdominal translocation during colitis. The patient was treated by prolonged hospitalization, changes to medication, parenteral antibiotics.

Event description:
The account reported the patient infection type was identified as mssa and vre-vancomycin resistant enterococcus blood stream infection. The patient symptoms included nausea and abdominal pain. The infection was treated with a 6 week treatment of daptomycin. As of (B)(6)2019, the patient was given cephalexin. No further information was reported.

Manufacturer narrative:
Section a2, b5: additional information. The patient remains ongoing on heartmate 3 lvas, serial number (B)(4). A specific cause for the patient's infection could not conclusively be determined through this evaluation. Additionally, a direct correlation between heartmate 3 lvas, serial number (B)(4), and the reported colitis could not conclusively be established through this evaluation. The heartmate 3 lvas IFU lists infection (localized, driveline, and pump pocket or pseudo pocket infection) as an adverse event that may be associated with the use of heartmate 3 left ventricular assist system. This IFU outline care instructions for preventing infection. No further information was provided. The manufacturer is closing the file on this event.